Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was replaced with an ICD lead, after the setrox became dislodged twice due to torturous anatomy which caused the lead to pull back into the brachiocephalic arch. The ICD lead was implanted to provide more support. There were no functionality issues reported for this lead. Should additional information become available this file will be updated.